Event description:
Customer reported that they were hospitalized due to high blood glucose levels. Customer was getting a no delivery alarm. They are very frustrated and unwilling to troubleshooting. Customer indicated that they will call back when they are able to troubleshooting.